Manufacturer narrative:
(B)(4). Date sent 10/31/2024. D4 batch #892c04. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with three ecr60d reloads (b, c, d) present. All reloads were received unfired. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged or caused oozing due to the condition of the device. A manufacturing record evaluation was performed for the finished device batch number 892c04, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number c9dp0k, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? -no how was the bleeding controlled?? -unknown how much blood was lost (ml)? -unknown did the patient require a transfusion? -no is the current patient status known?? -discharged was there any patient consequence or change in the post-operative care of the patient as a result of the event? -no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, after fired, the staple line and cut line are both complete. Noted oozing. Changed another two to continue the surgery, the same problem happened again. To stop oozing with compression hemostasis. There were no adverse consequences to the patient. No additional information could be provided.